Manufacturer narrative:
Medical safety review of the event noted the impella cp is a serious injury given the limb ischemia. The patient's demise is associated with the impella 5.5 device. With impella 5.5 related complications, there is not enough evidence to exclude impella as an associated factor in the patient's outcome. This is one of two devices associated with the event. Refer to initial medical device report for impella cp serial number: (B)(6) with date of event 04-apr-2025 and patient identifier ending in (B)(6). The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device for mechanical circulatory support (mcs) and the next day was escalated to the impella 5.5 device due to limb ischemia complication related to the impella cp. The impella 5.5 device was implanted with some complications and days following the patient would experience a stroke and subsequently expire. The impella 5.5 (pump 2) was placed and during the tying on of the axillary graft, the patient went into atrial fibrillation with rapid ventricular response and was successfully cardioverted after three shocks. The surgeon made the decision to go on extracorporeal membrane oxygenation (ECMO) first and then insert the impella 5.5. Access in left femoral vein to cannulate for ECMO was made. Second graft on axillary used for arterial cannulation of ECMO and ECMO was started. The impella cp device support level was lowered to p-2 and pulled back into aorta. The plan for vascular closure of right femoral artery (rfa) was at end of the case. The patient was noted to have a significant amount of bleeding from axillary access site and was given volume and blood products throughout. The physician placed a 23ff axillary sheath in graft with graft locks x2. Left ventricle was accessed with al1 catheter and crossed with 0.035 straight wire. The guidewire was exchanged for 0.018 abiomed wire and impella 5.5 backloaded. The impella 5.5 device was started at p-4 with flows of approximately 2 lpm. ECMO flows were 3.4 lpm. The impella 5.5 was repositioned using fluoroscopy and transesophageal cardiogram guidance due to flipping up. The impella measured 5.6cm, and the physician was good with the position. The graft was trimmed down and blue suture hub placed and secured. The right axillary site was closed. Large dressing applied over graft that was on the outside of the body. Graft was secured and included impella and ECMO catheters to chest. Vascular then removed the impella cp from the rfa and site was surgically closed. At end of procedure, the patient was transferred to the unit on ECMO and impella mcs. Approximately three days later, however, the patient experienced a stroke and expired the next day. Care was withdrawn.